Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'failed downstream occlusion 25 psi' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor assembly out of specification. The downstream sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test at 25 psi. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.